Event description:
Reporter stated that the patient is pregnant. The patient was diagnosed with type ii diabetes back in 2019 and was on metformin and insulin, but since she became pregnant her diabetes has gotten worse which turned into gestational diabetes. Lauren grigorieff. Hcp did not consent to follow up. Ae-47324. No further information provided or available regarding this report.